Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the f bd vacutainer® k2 edta (k2e) blood collection tubes experienced clotting. This is complaint 2 of 3. The following information was provided by the initial reporter: "three different tubes drawn by three different phlebotomists from three different sites. The tubes were clotted. Customer states that proper mixing and handling was followed."

Manufacturer narrative:
H.6. Investigation: bd received 12 samples for investigation. The 12 samples were visually inspected with no defects being identified. No photos were provided. 5 customer samples were sent to the chemistry lab for titration. All tubes met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported during use the f bd vacutainer® k2 edta (k2e) blood collection tubes experienced clotting. This is complaint 2 of 3. The following information was provided by the initial reporter: "three different tubes drawn by three different phlebotomists from three different sites. The tubes were clotted. Customer states that proper mixing and handling was followed. ¿